Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm, micl 13.7, -10.5 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. High pressure and excessive vault was observed, the lens was removed on (B)(6) 2018. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted